Event description:
Ventilator started alarming and stated to adjust alarm by pressing down button, this did not work and ventilator inoperable. Patient immediately taken off ventilator and placed on new ventilator. No patient harm. Ventilator taken out of service, serviced by biomed department and returned to service.